Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was visually inspected, functionally tested and an alarm log review was performed. The damaged door was identified during visual inspection. The cause of the condition was not determined. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.